Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced mild diabetic ketoacidosis. Customer¿s blood glucose was 515 mg/dl at the time of incident. The customer was treated for high blood glucose with manual injections, insulin pump. The customer was reported other blood glucose value such as 300 mg/dl, 400 mg/dl. The customer reported that the infusion set tubing came apart and where the tubing connects to tubing connector had leak. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.